Event description:
A customer contacted beckman coulter regarding 2 erroneously elevated accu tnl results that were generated by the access 2 instrument. The initial elevated accu tnl result from sample a (collected jul 2004) was 16.87ng/ml. Sample a was retested for accu tnl and the result was 18.92ng/ml. The elevated results were obtained from a single patient. The customer indicated that the patient was admitted into the hospital for observation. No additional accu tnl tests and/or cardiac markers/tests were ordered on this patient during his admission. The customer indicated that 72 hours after the elevated accu tnl result was reported out, the patient was sent to another facility for a coronary angiography procedure. The patient was tested (sample b, collected aug 2004) for accu tnl at the new facility after arrival (using a different chemistry analyzer) and the result was negative. The patient underwent the coronary angiography procedure while at the new facility. The result of the procedure indicated no cardiac damage. The customer indicated that there has been no patient injury that can be attributed to this event.